Event description:
Related manufacturer reference number: 2017865-2022-16640. It was reported that patient presented in clinic for routine follow-up. It was found from x-ray that patient's atrial and right ventricular lead was dislodged. It was also noted that the atrial lead exhibited intermittent capture and right ventricular lead exhibited loss of capture. Both leads were explanted and replaced. The patient was stable.